Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported that there was a cracked device: cracking found after washing with saline solution before starting antiblastic therapy. Pz and sent from the hospital when it arrived. The PICC was in the correct position. No further information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Additional information provided on 10-oct-2025: the patient's CT scan was delayed by one day and patient received 24 hours less therapy with 5-fu elastomer. Catheter was secured with suture-less fixation + transparent polyurethane dressing. The patient had a new catheter repositioned to continue the bladder CT. There was no harm to patient beyond delay in treatment.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a catheter leak is confirmed, but the root cause could not be determined. One 4 fr s/l powerpicc catheter was returned for evaluation. An initial visual observation of the returned catheter revealed abundant use residues throughout the device. Small, circumferential splits were observed along the catheter shaft between the molded suture wings and the 0 cm depth marker. The splits appeared to be amongst adhesive or other use residues along the proximal end of the catheter shaft. A microscopic observation revealed many small superficial and circumferentially aligned splits. The catheter shaft proximal to the 0 cm depth marker appeared embrittled, appearing to cause mechanical stresses in the catheter shaft leading to small fractures in the catheter shaft. The complaint of a leaking catheter is confirmed and was determined to be caused by exposure of the catheter to certain chemicals or excessive uv exposure. The IFU states that alcohol should not be used to lock, soak or declot polyurethane piccs because alcohol is known to degrade the catheter, and acetone and polyethylene glycol containing ointments should not be used with polyurethane catheters, as these may cause failure of the device. This complaint will be recorded for future trending and monitoring purposes.